Event description:
The pt received 2 scs leads with the same lot number. It was reported the pt underwent revision on (B)(6) 2013 in which scs leads were pulled down to achieve improved stimulation coverage in the left foot. It was also reported during the procedure the pt was receiving effective stimulation in the left foot; however, post-operative programming resulted in the pt only feeling right-sided stimulation. Per the MFR's records, one of the scs leads was explanted and replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.